Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5. Patient city: (B)(6). Patient country: germany. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized (B)(6) 2026 due to hyperglycemia and diabetes ketoacidosis while patient is pregnant. Patient experienced five infusion set insulin flow block alarm events on (B)(6) 2026 stating insulin does not exit the tubing with resistance confirming blockage is in the tubing. The blood glucose level was 19.5 mmol/l and the patient was treated with intravenous infusion and multiple daily injection (mdi). Patient found positive for ketones. Patient stayed in the hospital for 4 hours. No further information available.